Manufacturer narrative:
The intraocular lens (iol) was not received for analysis. While we are unable to determine the origin of the damage, investigation reasonably suggests it is not manufacturing related. The iol met all manufacturing specifications prior to release. Device not returned to the manufacturer

Event description:
It was reported the intraocula lens (iol) showed a crease in the optic after an uneventful insertion. The incision was enlarged, and the iol removed and replaced without complication.